Manufacturer narrative:
H6 patient and device codes updated based on new information. D7 date of explant added to the record. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information receieved stated that the patient was experiencing ineffective stimulation. As a result, the scs system was explanted on (B)(6) 2020.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23394. It was reported that the patient is scheduled to have their scs system explanted due to an unknown reason. No additional information is available.